Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cause of the reported alarm was reported to be a potential kink in the tubing that prevented the patient line from priming properly. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient line was not properly primed due to a kink in the tubing. The technical service representative reviewed proper procedures with the patient and advised them restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.